Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 450 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed and no device issue was identified. As the customer's bg was declining at the time of the report, the customer declined tandem technical support's offer to follow up.